Event description:
A customer reported a minimum fill notification and confirmed that there was no adverse impact to the blood glucose level. The customer attempted to load a new cartridge with 250 units of insulin, but the issue was not resolved by reloading the same cartridge. Technical support instructed the customer to clean the pneumatic tap area, and guided them through filling and loading a new cartridge. Initially, the customer was frustrated and hurried through the process, but eventually, loading a second cartridge resolved the issue, allowing the customer to successfully resume insulin therapy.